Manufacturer narrative:
Updated to reflect the information received on 2017-nov-28. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-nov-22 from the manufacturer's representative (rep). It was confirmed that the explanted equipment was still at the hospital. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 535 mcg/day) via an implanted pump. The patient¿s medical history included spastic quadriplegic cerebral palsy. The indication for pump use was cerebral palsy and intractable spasticity. It was reported that the patient had a routine pump replacement for end of battery life on (B)(6) 2017. During the procedure, the surgeon confirmed csf (cerebrospinal fluid) flow from the catheter and via the cap (catheter access port) once the catheter was attached to the new pump. The patient returned to the hospital on (B)(6) 2017 with signs/symptoms of baclofen withdrawal and needed hospitalization. He had no response to a 100 mcg bolus via the pump. The patient was taken back to the or (operating room) on (B)(6) 2017. There was no csf flow via the cap. The catheter was removed from the pump and csf flow was noted. The surgeon noted blood and fluid inside of the plastic housing at the cap of the pump. The surgeon replaced the pump and the pump connector to assure good flow of csf. There were no environmental, external, or patient factors that may have led or contributed to the issue. It was unknown if the issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.